Event description:
It was reported by the manufacture representative that the patient with an implantable cardiac defibrillator (ICD) died. Information was identified in the indicating the patient died approximately four days post implant of the ICD approximately three years ago. The patient was found dead at home. The device was interrogated post mortem and showed some increase in impedance shortly before the reported time of death. An echo showed no signs of effusion. A cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.